Manufacturer narrative:
The following information was corrected: e.1 initial reporter: the initial reporter information was updated. The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 07/30/2020 investigation conclusion the customer reported tubing above the filter chamber (identified as drip chamber) was noted to be kinked together in two places. The customer provided three photos showing- 1)kinked tubing area directly below drip chamber (held upside down) filled with fluid, 2)used set (fluid within drip chamber) with kinked tubing areas below drip chamber and directly above check valve components with paper underneath set with written text "kinked" and arrows pointing to kinked areas, and 3)two used sets (both drip chamber spikes attached to infusion bags and fluid within drip chambers) with kinked tubing areas below drip chambers with paper underneath both drip chambers with written text "kink from factory" and arrows pointing to kinked areas. Received were the following samples- 1)(sets 1 and 2) two used primary sets model 2420-0007 lot reported as 20046586, 2)(bag 1) empty non-bd (baxter) 50ml infusion bag 0.9% sodium chloride injection usp lot wod03co exp apr21, 3)(bag 2) empty non-bd (baxter) 50ml infusion bag 0.9% sodium chloride injection usp lot wod29c1 exp apr21, and 4)one empty set model 2420-0007 package lot 20046586. The samples were received attached to each other: bag 1 to set 1. Bag 2 to set 2. The sets were inspected for kinks, holes/tears in the tubing, or damages to the components. Set 1 had kinks in the tubing p/n 660132 in the area below the drip chamber and directly above the check valve components. Set 2 also had a kink in the tubing p/n 660132 directly below the drip chamber. No other obvious issues were observed on the rest of each set's components. Set 1 was attempted to be reprimed. No fluid was observed to flow through. The kinks were attempted to be massaged out which were successful and the fluid was able to flow through the set as expected. Set 2 was attempted to be reprimed. No fluid was observed to flow through. The kink was attempted to be massaged out. The kink area was hardened and was unable to be massaged out. Manufacturing has previously investigated the tubing kink issue (failure investigation dir 10000329105) which identified potential root causes as due to an improper coiling and packaging method performed by the operator and an incorrect method that facilitates the formation of hard kinks due to the solvent not being able to dry out which both are manufacturing issues. The device history record for model 2420-0007 lot 20046586 shows the set was manufactured on 22apr2020 with a total of(B)(4) units. There were no quality notifications issued during the production build of this set. The customer's report that the tubings were kinked was confirmed. The root cause on one of the set samples was determined to be improper coiling and pouching during the manufacturing process. The root cause on the other set sample was identified as an incorrect assembly method (coiled and pouched prior to solvent fully drying) that facilitates the formation of hard kinks that impede or restrict fluid flow. H3 other text : see h10

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: how was it detected? (The problem) while rn was prepping product to start flush on IV medication. The rn was priming the line for an infusion and noticed that the tubing above the filter chamber was squished together. * also described as back check valve on complaint form customer (B)(6) 2020: no, it is not above the back check valve.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced kinked tubing. The following information was provided by the initial reporter: how was it detected? (The problem) while rn was prepping product to start flush on IV medication. The rn was priming the line for an infusion and noticed that the tubing above the filter chamber was squished together. Also described as back check valve on complaint form. Customer (B)(6) 2020: no, it is not above the back check valve.